Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited intermittent sensing. Programming changes were implemented. The patient was in stable condition.